Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged, and the downstream occlusion sensor seal was loose. Review of the event history log showed the pump displayed an occurrence of a "cassette not attached properly" alarm. Functional testing involved sensor testing and the reported issue was not duplicated. The investigation determined that debris on the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached properly" alarm. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10. Additional information received that there was no patient involvement.